Manufacturer narrative:
(B)(4).

Event description:
A transmitter (serial number (B)(4)/lot number 5212252) was returned for evaluation. A visual inspection was performed and no defects were found. A pairing test was performed and the test passed. Functional testing was performed and the test failed. Initially, a review of the shared data log confirmed the reported event of a loss of connection. The reported event could not be confirmed with the returned transmitter because it is not the product at fault.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/24/2016 that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.